Event description:
The customer reported receiving high readings with the freestyle libre 3 sensor scan in comparison to readings obtained on the built-in meter. The customer reported receiving a reading of 205 mg/dl with the sensor and a reading of 50 mg/dl with the built-in meter, within 10 minutes of each other. Customer reported experiencing hypoglycemia and dizziness, requiring third-party administration of a sugar packet for treatment. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. All pertinent information available to abbott diabetes care has been submitted.